Event description:
It was reported that balloon deflation failure occurred. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that deflation of the balloon could not be performed normally. The device was removed together with the system without removing it from the sheath and the procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the left forearm, graft vein anastomosis.

Manufacturer narrative:
Device evaluated by MFR: a mustang 5 x 10,75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 24 atmospheres using inflation media glycerol/water and no leaks were noted. A vacuum was then applied, and the balloon deflated fully in 25 seconds. The deflation time was verified using digital timer. As per mustang specification "the deflation time from rated burst pressure must be less than or equal to 60 seconds." The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The times were measured at 22, 27, 23 seconds. The inflation device was verified at 24 atmospheres before and after use with a calibrated pressure gauge. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device.

Event description:
It was reported that balloon deflation failure occurred. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that deflation of the balloon could not be performed normally. The device was removed together with the system without removing it from the sheath and the procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported.